Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After crossing the guide wire, a 6.0mmx100mmx150cm sterling balloon catheter was advanced for pre-dilation. However, on the third inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.